Manufacturer narrative:
(B)(4). Proposed component code ¿ mechanical (g04) stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision for unknown reasons. Attempts have been made and no further information is available.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a right hip revision due to the stem being found grossly loose. All components were revised, except the shell. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b5; b7; d5; d6a; e1; g3; h2; h6. D6a: initial surgery 2016. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided review of the available records identified the following: femoral component loosening. A definitive root cause cannot be determined. The complaint is confirmed based on the medical note findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.